Event description:
The customer reported to olympus, the light source connector is aging, and there is no image when connecting to the videoscope. The issue was found during preparation before use for a diagnostic gastroscope procedure. There was no delay, and the procedure was completed using the same set of equipment. There were no reports of patient harm.

Manufacturer narrative:
The device was not returned to olympus for evaluation. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility. Full e1 address establishment name: (B)(6) hospital.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. New information added to the following fields: d8, d9 device returned , h3, (yes h6 and h10. Corrected fields: b5 and e1. The evaluation found that the customers allegation of no image when connecting to the videoscope was not confirmed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over eight (8) years since the subject device was manufactured. The device was returned to olympus for inspection, during inspection it was found that the scope socket was aging. Based on the results of the investigation, a definitive root cause could not be determined. Olympus will continue to monitor field performance for this device.

Event description:
The patient was not under anesthesia.